Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that black spots were found on the jelly area of the pad when it was opened. The pad was not used. No pt injury occurred. Initial eval of the returned sample found the pad did not have continuity.